Manufacturer narrative:
Field service engineer (fse) went on site and replaced the customer infirmed tower. Fse replaced the computer, which after set up and configuration operated normally. Unit was checked for proper operation per service checklist qssrwi4.3 and returned to the customer for service. The customer computer was returned to (B)(4) for evaluation. The customer's computer was tested in house with no problems found.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
During an hour long stent change procedure, the nexus computer was displaying internal error . The operator rebooted the computer but the system would not allow fluoro. Staff moved the patient to another room and completed the procedure with a c-arm. No reported injury. No additional patient or procedural details are known.